Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. After a synergy stent was implanted in the lad, another 3.00x24 synergy drug-eluting stent was advanced to the distal side to be implanted additionally but it was difficult to cross through the previously implanted synergy stent and it became stuck. The device was removed and it was then noted that the mounted stent was lifted. Post dilation was performed with the first implanted stent and the procedure was completed with another 3.00x24 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first most proximal struts stretched proximally and lifted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the distal edge of the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device through a previously placed stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. After a synergy stent was implanted in the lad, another 3.00x24 synergy¿ drug-eluting stent was advanced to the distal side to be implanted additionally but it was difficult to cross through the previously implanted synergy stent and it became stuck. The device was removed and it was then noted that the mounted stent was lifted. Post dilation was performed with the first implanted stent and the procedure was completed with another 3.00x24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.